Manufacturer narrative:
Additional information: a technical support specialist was dispatched. The issue was potentially related to variation in cuvette and tip dimensions and was resolved with sample probe bottom calibration.

Manufacturer narrative:
The cause for the discordant hcv result is unk. A siemens rep examined the hcv qc and calibrations. No issues were found. The instrument is performing within specs. No further eval of the device is required.

Event description:
A non reactive advia centaur hcv result was obtained on a pt sample that did not match the clinical history of the pt. The sample was tested the next day on two instruments and the results were positive. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the non reactive advia centaur hcv result.